Manufacturer narrative:
Eval summary: eval date/time: 04/09/2008 11:49:110. Rc received (1) used ace heat therapy patch which consumer reports receiving a burn that resulted in some skin removal. Product has been forwarded to the qa dept for further review. CAPA has been opened and reassigned for further investigation. Regulatory compliance will continue to monitor.

Event description:
Consumer called and stated she wore the heat patch for 7-8 hours on the lower back. When she removed it in the morning, some of her skin came off with it. Initial and subsequent contact from the consumer indicates that no medical attention was needed, however, photos returned (04/22/2008) indicate a possible 2nd degree burn.